Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate high was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter was found to have a damaged lcd. The patient also returned 5 loose test strips without the vial. Evaluation cannot be performed on returned test strips since patient also did not provide the lot number she was using at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.